Manufacturer narrative:
H10: the sample was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and mainbody of a peritoneal dialysis (pd) transfer set. This event occurred after completing pd therapy while the patient was disconnecting. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.